Event description:
Complainant indicated that during a training by facility staff, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.